Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs stat results on cobas e 411 immunoassay analyzer. The initial result was 3.00 pg/ml with a data flag. This result was reported outside of the laboratory. The repeated results were 8.55 pg/ml, 3.00 pg/ml with a data flag, and 3.00 pg/ml with a data flag. The reagent lot number was 416797. The expiration date was requested but not provided.